Event description:
Information received by medtronic indicated that the battery last for three days. Insulin pump had low battery alerts. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged short battery life found on aug 03, 2021. The pump passed the displacement test, active current test and self test. No unexpected low battery alert or battery power loss alarm noted during testing. However, high sleep current noted during the measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (2) low battery alerts found in the pump history file/trace on aug 03, 2021 at 1:53 pm and 2:02 pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage. On the electronic assembly, motor or force sensor.swapped out test pcba 1 and pcba 2 one by one and the sleep current measurement is still high. Unable to determine the root cause, problem isolated to electronic assembly on pcba 1/ pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case along the side of the battery tube and minor scratched lcd window. Short battery life confirmed due to high sleep current. High sleep current isolated to electronic assembly. Cosmetic damage found on the side of the battery tube. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.